Manufacturer narrative:
The pump was received with minor scratches on the display window, a completely broken off reservoir tube lip, and a missing reservoir tube o-ring. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Customer advised the reservoir got loose off of the reservoir compartment. Customer used a new reservoir however the issue remained unresolved. Customer advised the drive support cap did not lock the reservoir in. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.